Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms had occurred. The customer performed a system check and no insulin was observed exiting the cartridge luer lock with no alarm. Blood glucose was in the 400s mg/dl. While changing the cartridge, the customer received multiple cartridge change errors with multiple cartridges. The customer was to use insulin injections for insulin therapy.

Manufacturer narrative:
Investigation was completed. No failure related to the reported occlusion was identified. The reported cartridge error was verified.